Event description:
It was reported, that the patient presented to clinic for follow up. Upon interrogation, it was noted, that the right ventricular (rv) lead was oversensing noise. On (B)(6) 2024, the rv lead was capped and replaced. The patient was in stable condition before, during and after the procedure.